Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a procedure took place due to reduced sensing when it comes to this right ventricular (rv) lead as well as loss of capture and high pacing thresholds. The system was reprogrammed. The rv lead was surgically abandoned. No adverse patient effects were reported.